Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 141 mg/dl of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked reservoir tube window, a cracked reservoir tube lip and a missing end cap sticker.